Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). Recorded episodes appear to show intermittent r-wave double counting that caused the sic and hrns episodes, small r-waves and vse (ventricular sensed events) episodes show t-wave oversensing (twos) pp (post pace). The rvlead remains in use. The patient is enrolled in the attain performa clinical study. No patient complications have been reported as a result of this event.